Manufacturer narrative:
Concomitant medical devices: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger . (B)(4). Analysis of the desktop charger (dtc) [s/n (B)(4)] found there was a broken connector pin on the cable assembly. Evaluation conclusion codes applies to the desktop charger (dtc). Evaluation method codes apply to the desktop charger (dtc). Evaluation results codes apply to the desktop charger (dtc).

Event description:
The consumer reported that the patient's implantable neurostimulator recharger (insr) was not charging and the insr was not working. The connector pin broke off from the desktop charger (dtc), and the tip was stuck in the insr but the patient's wife was able to retrieve it. It was also reported that the implantable neurostimulator (ins) dead, meaning it ran out, and stimulation was currently off. The patient went to charge the ins on (B)(6) 2014, but the insr was not charged up so the patient was unable to charge the ins. Additional information received from the consumer reported that the patient had received the new part, and the patient was able to recharge his device. It took two tries, but the patient was now receiving good therapy and the device had charged up fully. If additional information is received, a follow up report will be sent. The patient's indications for use included other chronic/intract pain (trunk/limbs).

Manufacturer narrative:
Upon further review, evaluation conclusion code no longer applies to the desktop charger (dtc); evaluation conclusion code applies to the desktop charger (dtc).